Event description:
The article, "risk factors for bleeding following combined catheter ablation and left atrial appendage occlusion in patients with nonvalvular atrial fibrillation and low baseline bleeding risk: an exploratory analysis", was reviewed. This research article is a retrospective single-center experience to evaluate factors associated with bleeding events following combined catheter ablation (ca) and left atrial appendage occlusion (laao) in nonvalvular atrial fibrillation (nvaf) patients with low baseline has-bled scores. The devices included in this study were watchman flx and amplatzer amulet. The article concluded that nvaf patients with low baseline has-bled scores undergoing combined ca and laao, renal insufficiency, history of myocardial infarction, and advanced age were associated with bleeding events. [The primary and corresponding author was hengli lai, department of cardiology, jiangxi provincial people's hospital, nanchang, china, with corresponding e-mail: laihengli@163.com.] This study included patients nvaf patients with a has-bled score equal to or less than 2 who underwent first-time ca and laao from 01 january 2021 to 31 december 2023. A total of 209 patients were included in the study, of which an unknown amount received an abbott device. The average age was 66.96 years. The majority gender was male. Comorbidities included heart failure, hypertension, diabetes mellitus, myocardial infarction, renal insufficiency, and prior transient ischemic attack/stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including heart failure, hypertension, diabetes mellitus, myocardial infarction, renal insufficiency, and prior transient ischemic attack/stroke. Complications reported included bleeding, hematoma, unexpected medical intervention; these complications are anticipated for the procedure and subject population. Add IFU statement if applicable: a more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: risk factors for bleeding following combined catheter ablation and left atrial appendage occlusion in patients with nonvalvular atrial fibrillation and low baseline bleeding risk: an exploratory analysis b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.